Event description:
Unable to sleep at night [poor quality sleep]. Feels heat inside the knee [joint warmth]. Knee feels stiff [joint stiffness]. Knee pain [arthralgia]. Case description: spontaneous report was received on 24-oct-2011 from a (B)(6) old female patient, initials (B)(6) with osteoarthritis. On an unspecified date in (B)(6) 2011, the patient initiated the synvisc-one injection of 6 ml into the left knee. The synvisc-one lot number was not provided. On an unspecified date in (B)(6) 2011, the patient experienced "knee pain, knee stiffness, was unable to sleep at night and felt heat inside the knee." Additional treatment for the events included administration of a steroid injection to the patient on an unspecified date in (B)(6) 2011. The action taken with synvisc-one treatment was not provided. The patient's outcome for the events of "knee pain, knee stiffness, was unable to sleep at night and felt heat inside the knee" was reported as not yet recovered. Concomitant medications were not provided. The intensity for the events was not provided.